Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced cracked tubes and oil gel globules. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411 cc - ocd dry chem.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-06-07 h.6. Investigation summary:material #: 367954 lot/batch #: 1253841 bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for gel globules was observed. Poor barrier separation was not observed. Retention sample testing: 4 retained tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. No poor barrier was observed, all tubes separated as expected. The supernatants were then decanted and examined under magnification for any signs of gel globules. None were found. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for gel globules, poor barrier separation, and erroneous results (na) was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results(na)/oil gel globules, poor barrier separation) because the defects were not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy. Certain assays, in this case hcg, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal testing. Any physical obstruction, regardless of its nature will cause sampling irregularities (as noted in this case) and subsequent analytical aberration. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Erroneous results for hcg could not be evaluated at this time. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel globules based on the photos provided. We were unable to confirm this complaint for poor barrier separation or erroneous results. All testing of returned samples and retention samples was satisfactory; all tubes performed as expected. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced and oil gel globules and erroneous results and poor barrier separation. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: verbatim: ¿presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411 cc - ocd dry chem. Clarification provided 22 jun2022/pw: there are two different scenarios with 2 different tubes. Case 1 - beta-hcg reading was affected presence of gel globules/ bubbles in serum post centrifugation. Beta- hcg of a patient was reported as <0.1 miu/ml on 18/04/2022 at 11.27pm. Next day morning same sample was rechecked on clinician's request. The serum sample was transferred to sample cup and then re-processed. The value was found to be more than the measuring range. Hence it was rechecked in dilution and was found to be >10,000 miu/ml. As there were discrepancies in the two readings of same sample, and controls too were within range, roche application person was called upon for a visit. On pre-analytical assessment, sample vacutainer (gel tube) showed bubbles in the serum above gel. (Gel breakage) case 2 ¿ na value affected & crack was found to be present in gel tube. (Unknown date) serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube. Additional clarification received under task (B)(4) (in related pr relating to case #2 above): on 20-june-2022 complainant responded (B)(6) 1. Is there any photo or sample referring to this complaint? Answer ¿ no. 2. On inspection of the vacutainer crack was found to be present in the gel tube. Please clarify: no a. If there is a crack in the tube (meaning patient sample leaking outside of the tube)? I. If so ¿ was everyone in contact with the tube wearing proper ppe? Ii. Any unintended exposure to the sample? Iii. Any other safety impact? B. If crack is in the gel inside of the tube (gel only, no leaking of sample outside of tube)? Yes. Crack was in the gel. No sample leakage. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Event type: 1.) Oil gel globules 2.) Poor barrier separation of sample 3.) Erroneous results rationale: 1.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 2.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 3.) Erroneous results due to malfunction or misuse could lead to inappropriate medical treatment and potential serious injury.

Manufacturer narrative:
Additional information was received that added to the original event description. B.5. Event description:it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced cracked tubes and oil gel globules and erroneous results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411. Cc - ocd dry chem. Additional information received 2022/03/06: see information received from task: 1) I am adding erroneous results for beta-hcg. 2) I am creating another task for a reference to " also affected the na value in a different case." -is there another pr for this issue or does the na issue need to be included here (and date of incident). 3) the cracked tube will be set to "incorrect entry" based on the answers to the wfi task - please create a supplemental to the MDR - there was no crack in the tube (just the gel in the serum/oil gel globules). Here is the info from the wfi task: 02-june-2022 - complainant responded. [Rathimalar. S]. 1. Patient impact: a. Were any erroneous results reported to the healthcare providers? Reply: yes. An erroneous result was given to the patient. B. If so - were any patients treated based on the erroneous results? Reply: no. The sample was collected from a opd patient. C. Any other patient impact? Reply: patient have and ectopic pregnancy. First value of beta hcg was 26000 and the second value was 200. It was difficult to convince the patient. There was a second case, where beta hcv was 600 and after treating with methotrexate, the value was 730. 2. Please clarify - are they reporting oil gel globules or bubbles in serum? It is not clear - it states: "lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation." Reply: oily gel globules were observed. Gel broke post centrifugation. 3. A crack in the gel is different from a crack in the tube - please clarify. Reply: no crack in the tube. 4. Is the photo available? Refer to attachment. Imdrf annex a grid (1): a0908.

Manufacturer narrative:
Additional information received adding to the original events. Annex a: a0302. B.5. Event description: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced and oil gel globules and erroneous results and poor barrier separation. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: verbatim: ¿presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411 cc - ocd dry chem. Clarification provided 22 jun2022/pw: there are two different scenarios with 2 different tubes. Case 1 - beta-hcg reading was affected presence of gel globules/ bubbles in serum post centrifugation. Beta- hcg of a patient was reported as <0.1 miu/ml on (B)(6) 2022 at 11.27pm. Next day morning same sample was rechecked on clinician's request. The serum sample was transferred to sample cup and then re-processed. The value was found to be more than the measuring range. Hence it was rechecked in dilution and was found to be >10,000 miu/ml. As there were discrepancies in the two readings of same sample, and controls too were within range, roche application person was called upon for a visit. On pre-analytical assessment, sample vacutainer (gel tube) showed bubbles in the serum above gel. (Gel breakage). Case 2 ¿ na value affected & crack was found to be present in gel tube. (Unknown date) serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube. Additional clarification received under task 5385842(in related pr relating to case #2 above): 20-june-2022 complainant responded [rathimalar. S] 1. Is there any photo or sample referring to this complaint? Answer ¿ no. 2. ¿on inspection of the vacutainer crack was found to be present in the gel tube.¿ please clarify: no a. If there is a crack in the tube (meaning patient sample leaking outside of the tube)? I. If so ¿ was everyone in contact with the tube wearing proper ppe? Ii. Any unintended exposure to the sample? Iii. Any other safety impact? B. If crack is in the gel inside of the tube (gel only, no leaking of sample outside of tube)? Yes. Crack was in the gel. No sample leakage.¿ this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Event type: 1.) Oil gel globules. 2.) Poor barrier separation of sample . 3.) Erroneous results. Rationale: 1.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 2.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 3.) Erroneous results due to malfunction or misuse could lead to inappropriate medical treatment and potential serious injury.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced and oil gel globules and erroneous results and poor barrier separation. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: verbatim: ¿presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411 cc - ocd dry chem. Clarification provided 22 jun2022/pw: there are two different scenarios with 2 different tubes. Case 1 - beta-hcg reading was affected presence of gel globules/ bubbles in serum post centrifugation. Beta- hcg of a patient was reported as <0.1 miu/ml on (B)(6) 2022 at 11.27pm. Next day morning same sample was rechecked on clinician's request. The serum sample was transferred to sample cup and then re-processed. The value was found to be more than the measuring range. Hence it was rechecked in dilution and was found to be >10,000 miu/ml. As there were discrepancies in the two readings of same sample, and controls too were within range, roche application person was called upon for a visit. On pre-analytical assessment, sample vacutainer (gel tube) showed bubbles in the serum above gel. (Gel breakage). Case 2 ¿ na value affected & crack was found to be present in gel tube. (Unknown date). Serum sodium of a patient was reported as 175.4 mmol/l. The values were not acceptable to the clinician and hence the sample was re-processed on another analyzer. The repeated value was found to be 131.5 mmol/l. On inspection of the vacutainer crack was found to be present in the gel tube. Additional clarification received under task 5385842 (in related pr relating to case #2 above): 20-june-2022 complainant responded [rathimalar. S] 1. Is there any photo or sample referring to this complaint? Answer ¿ no. 2. ¿on inspection of the vacutainer crack was found to be present in the gel tube.¿ please clarify: no a. If there is a crack in the tube (meaning patient sample leaking outside of the tube)? I. If so ¿ was everyone in contact with the tube wearing proper ppe? Ii. Any unintended exposure to the sample? Iii. Any other safety impact? B. If crack is in the gel inside of the tube (gel only, no leaking of sample outside of tube)? Yes. Crack was in the gel. No sample leakage.¿ this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Event type: 1.) Oil gel globules. 2.) Poor barrier separation of sample . 3.) Erroneous results. Rationale: 1.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 2.) This incident could have the potential for harm/serious injury, since it may lead to contamination of the supernatant by red cells and the reporting of erroneous results that may lead to misdiagnosis /treatment of patient. 3.) Erroneous results due to malfunction or misuse could lead to inappropriate medical treatment and potential serious injury.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced cracked tubes and oil gel globules and erroneous results. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: presence of gel globules/ bubbles in serum post centrifugation. This affected the beta-hcg reading and also affected the na value in a different case. Lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation. Same tubes were tested in ocd dry chemistry, and it showed mechanical error. Immunoassay - roche cobas e411 cc - ocd dry chem. Additional information received 2022/03/06: see information received from task: 1) I am adding erroneous results for beta-hcg. 2) I am creating another task for a reference to " also affected the na value in a different case." -is there another pr for this issue or does the na issue need to be included here (and date of incident). 3) the cracked tube will be set to "incorrect entry" based on the answers to the wfi task - please create a supplemental to the MDR - there was no crack in the tube (just the gel in the serum/oil gel globules). Here is the info from the wfi task: 02-june-2022 - complainant responded. [Rathimalar. S]. 1. Patient impact: a. Were any erroneous results reported to the healthcare providers? Reply: yes. An erroneous result was given to the patient. B. If so - were any patients treated based on the erroneous results? Reply: no. The sample was collected from a opd patient. C. Any other patient impact? Reply: patient have and ectopic pregnancy. First value of beta hcg was 26000 and the second value was 200. It was difficult to convince the patient. There was a second case, where beta hcv was 600 and after treating with methotrexate, the value was 730. 2. Please clarify - are they reporting oil gel globules or bubbles in serum? It is not clear - it states: "lab has reported bubbles in serum, and also in a later case, crack was found in the gel post centrifugation." Reply: oily gel globules were observed. Gel broke post centrifugation. 3. A crack in the gel is different from a crack in the tube - please clarify. Reply: no crack in the tube. 4. Is the photo available? Refer to attachment.